Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting with multiple infusion set tubing during the load fill tubing process. Additionally, it was reported that a cartridge alarm 06 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer's blood glucose was in 84-85 mg/dl.